Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that the insulin pump was dumped into the lake and exposed to water. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.